Manufacturer narrative:
Concomitant medical device: p1501dr ipg, implanted: (B)(6) 2007.

Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced due to high pacing thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.